Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on radius assessed as to a fold flaw opening and around the broken has non-penetrating nicks. Additional observations: crease fold observed in the device. Black particles observed in the gel/shell. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted and replaced.